Manufacturer narrative:
Product code (d2b) - additional product code qon. Implant date (d6a) and explant date (d6b) are unknown. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator frequently manipulated the battery, resulting in battery flipping and lead dislodgement. The device was explanted. There were no patient complications.